Event description:
Procedure type: stress urinary incontinence. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: tension-free vaginal tape sling cystourethropexy using the ivs tunneller material, placement of suprapubic catheter under general inhalational anesthesia procedure (s) performed: severe stress urinary incontinence post operative complications: vaginal discharge, dysuria, occasional involuntary urine loss, grade 1 rectocele, grade 1 cystocele, some granulation tissue, tenderness at midurethra, atrophic vaginitis. Mesh revision (ivs tunneller) surgery: (B)(6) 2013: underwent exam under anesthesia, cystoscopy, urethrolysis and vaginal sling revision for overactive bladder, vaginal mesh erosion. Following the mesh revision surgery, she developed complications such as loss of urine, nocturia, urgency, frequency, vaginal dryness, urge incontinence, post voiding, overactive bladder, female stress incontinence.